Manufacturer narrative:
The investigation for the reported product damage issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the product had several kinks in the cannula as well as a bent inflow cage. The root cause of the delivery issue was a cannula kink. No additional clinical information was provided regarding the patient's vasculature condition; therefore, the root cause of the cannula kink was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported when repositioning the sheath during placement, it was noted the patient was bleeding at the access site and a hematoma was noted. Manual pressure was held to stop the bleeding. Additionally, the physician stated there was a kink in the pump. The decision was made to abort the impella placement and replace the impella with an intra-aortic balloon pump (iabp). Patient survived the procedure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.